Manufacturer narrative:
The patient sample was investigated further. The result by the vidas method and pert assay was negative. The result by innolia blot was indeterminate. The (B)(6) combi result for the patient sample is correctly negative.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: a UDI has not yet been assigned to this product as the product has not been launched in the us market.

Event description:
The customer complained of a (B)(6) result for 1 patient tested for (B)(6) on a cobas e 411 immunoassay analyzer. The patient was having a visa medical checkup and the (B)(6) result from the e411 instrument was (B)(6). The result was not reported to the patient or medical personnel treating the patient, however, the result was reported to the (B)(6) laboratory. The sample was repeated at the (B)(6) laboratory for (B)(6) and all the results were (B)(6). The result from the biorad method was (B)(6), the result from the siemens method was (B)(6), the result from the architect method was (B)(6) and the result from a western blot test was (B)(6). There was no allegation that an adverse event occurred. The e411 analyzer serial number (B)(4).

Manufacturer narrative:
The patient sample was submitted for investigation. The result from the preliminary investigation of the sample using the elecsys (B)(6) combi assay was negative. The result by biorad blot (B)(6) was indeterminate. The result by biorad blot (B)(6) was negative. The investigation is ongoing.